Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to the alarm. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 440 mg/dl. Customer reported treating their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer also stated they received a motor position encoder error alarm on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.